Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: sleeve gastrectomy. According to the reporter: the first reload, the formation was not very well. The problem was corrected by oversewing with suture. The second reload, the jaw could not re-open again. They had to cut off the peripheral tissue resulting in tissue loss. Surgical time was not delayed by more than 30 minutes and no reinforcement material was used. There was no blood loss or blood transfusion required. The patient has been discharged from the hospital.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one handle and one reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. The reported condition for this incident stated that during the sleeve gastrectomy procedure the first reload staples did not form properly and the second reload the jaws would not open. Visual examination of the instrument noted no abnormalities. Visual examination of the loading unit noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided further evidence that the loading unit was not engaged properly during loading. Functionally, the instrument was loaded with pmv representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. No functional testing was performed on the loading unit. A review of the device history records indicates each device lot number was released meeting all covidien quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.